Event description:
Date notified: (B)(6) 2010. A model vacpak portable aspirator failed to operate. An inspection of the device revealed a defective circuit breaker. The circuit breaker was replaced, the device was tested to specs and returned to the customer. No death or injury resulted from the device malfunction.